Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient complained of intermittent diaphragmatic stimulation. Generator was reprogrammed to increase lv pulse width to 1.0 ms. No diaphragmatic stimulation in office setting. Will reassess at next visit. Should additional information become available, this file will be updated.